Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, additional information from the OEM. The evaluation confirmed the reported event as a visual inspection of the device found the loop wire of the electrode was broken off and missing. A closer inspection using a microscope revealed that the distal tip of the both yellow colored insulation posts where the loop wire broke off had charred marks. The charred marks indicate there was as an electrical arc or a high temperature event occurred around the area. No there was no damage observed to the shaft and proximal end of the electrode. In addition, the original equipment manufacturer (OEM) performed a review of the device history records (DHR) for the concerned lot number and revealed no abnormalities/non-conformities for this device.

Manufacturer narrative:
The referenced electrode was not returned to olympus for evaluation as the user facility was not able to locate the electrode. The exact cause of the reported event could not be conclusively determined. However, based on similar report events related to the electrode the most probably cause of the reported event can be attributed to the following: the electrode loop was used to manipulate the surrounding tissue with excessive force which can cause the loop wire to bend/break, electrical output settings on the electrosurgical generator are too high, electrical output is activated for too long and the loop wire comes in contact with metal material during hf output which can lead to melting and burning of the loop wire. If additional information becomes available or if the device is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that the loop wire broke off the electrode and fell into the patient's abdomen during a transurethral resection of a bladder tumor (turbt) procedure. The loop wire was successfully retrieved. The procedure was completed using a similar device and no patient injury was reported.